Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device was no longer inflating. The existing ipp was explanted and replaced. A tear was observed in one of the explanted cylinders. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.